Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 17 apr 2024, it was reported that the patient went to the emergency room (ER) on (B)(6) 2024 and was sent home. Patient was experiencing high blood glucose levels since (B)(6) 2024. Blood glucose level of patient was 588 mg/dl. It was treated with manual injection IV drip (intravenous insulin infusion). The symptoms experienced by the patient included feeling sick/unwell, headache, constantly in the bathroom and anxiety. No further information available.